Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle fall into the patient? Was the needle retrieved during the same procedure? Was additional tissue incision required to retrieve the needle?

Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2018 and a barbed suture was used. During the procedure, the suture snapped off from the needle. Another like device was used to continue suturing. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). 1) a detached needle, a suture piece and one empty labeled winding former of product was returned for evaluation. During the visual inspection of the needle the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined and the insertion end was measured and did not meet the requirement. Per the sample condition, the assignable cause of the performance - pull off suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use. 2) photo analyisis:there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a loose stratafix suture could be observed. No needle was noted in the photo.however, no conclusion could be reached as to the origin of the pull off issue as the device was not returned for analysis.

Manufacturer narrative:
Product complaint # pc-(B)(4). Additional information was requested and the following was obtained: did the needle fall into the patient? -no. Was the needle retrieved during the same procedure? -yes . Was additional tissue incision required to retrieve the needle? -no. No specific patient/procedure information regarding additional events has been provided. If further information is received, the file will be reviewed and updated accordingly.

Manufacturer narrative:
Pc-(B)(4). Additional information was requested and the following was obtained: a. Procedure name -total knee replacement. B. What layer of tissue was being used or closed? -fascia (joint capsule). C. Was the end-user a new user of this product? ¿ no. D. Was the device or product used for the intended purpose? Yes. E. If there was any patient impact (additional treatment required etc.) And/or problem (prolonged surgery etc.) Due to the non-conformance reported? -no. F. Did they have formal training on the use of these devices? -yes. G. Was the sales rep present during the procedure? -yes h. Was the defective device saved for evaluation (the faulty sample used during the procedure)? -yes. I. Are there sterile samples (unused sample of the same lot) from the reported finished goods lot available for testing? -no.